Event description:
It was reported that the ventilator generated alarms for technical error in expiratory cassette and the expiratory minute volume was low. The patient¿s respiratory rate decreased and the oxygen saturation dropped to 78%. The ventilator was replaced and the patient's saturation gradually returned to normal. Final patient outcome was no injury. Manufacturer¿s ref #:(B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility performed service by themselves and reportedly cleaned the expiratory cassette. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were replaced. No ventilator logs have been provided so the alarms for technical error in expiratory cassette and expiratory minute volume low, or any other alarms, have not been able to be confirmed. The expiratory cassette is used to measure the parameters of the expiratory gases from the patient. The expired gases from the patient are connected to the inlet of the expiratory cassette. Its malfunctioning does therefore not affect the set therapy values that are delivered to the patient but only the measured expiratory values which may be inadvertently incorrect. The user facility reportedly did not use any bacterial filter on the ventilator¿s expiratory inlet. The use of a bacterial filter before the inlet of the expiratory cassette is not compulsory but recommended to reduce transmission of moisture and/or residues to the expiratory cassette, which may affect its functioning. Since no ventilator logs have been provided, the cause of the event has not been conclusively determined. H3 other text: 4117.